Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported allegations of tissue damage and mechanical issues cannot be established as the product is not available for analysis. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists tissue damage as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which they reconstructed the corpora cavernosa and replaced the existing device with a new ipp. No additional information was reported.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was scheduled for (B)(6) 2021 in which they will reconstruct the corpora cavernosa and replace the penile prosthesis. No additional information was reported.